Event description:
A customer reported that on (B)(6) 2011 erroneous, low glucose (glucm) results were generated on a unicel dxc 800 synchron system for three patient samples. The initial glucm result for one patient was suppressed with an "initial rate low" flag. The other two patient glucm results generated numeric results that were low. Upon critical rerun, on the same instrument, two of the three results were higher. One patient's critical rerun result was reported outside the laboratory. The other two patients' results were not reported outside of the laboratory. Upon subsequent repeat testing, the repeat results for all three patients where higher that the initial and critical rerun results. An amended report was issued for the patient whose critical rerun result had been previously released. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument glucm quality control (qc) results during the time frame of the event recovered within the customer's established specifications and the customer did not report any issues with other chemistries or any system errors. The samples were serum samples.

Manufacturer narrative:
Beckman coulter inc. Evaluated the instrument by leading the customer though routine troubleshooting activities. The customer noted reddish colored crystals on the face of the glucose electrode. The customer was advised to clean the glucose cup and wiped the face of the glucose electrode. This appears to have resolved the issue. Although a definitive root cause has not been determined to date, a probable cause for the event is sample integrity affecting the electrode measuring capability.